Event description:
It was reported that a user attempted to start a freestyle libre 3 plus sensor in the libre app and then pair it with the ilet system, leading to a use issue where the sensor was already in use by another device and could not be used with ilet; the user was advised that a new sensor would be required and ended the call. No adverse clinical symptoms reported. Outcomes included user frustration without clinical impact or medical intervention. User support included customer education and troubleshooting on proper sensor pairing workflow for ilet compatibility. Investigation of this case revealed sensor pairing conflict due to prior activation in a non-ilet application, consistent with expected device interoperability behavior; no device malfunction was identified. It was concluded, based on previously established findings for similar reports, that the cause was user setup error related to sensor activation sequence.

Manufacturer narrative:
Initial.